Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed low amplitude noise on an atrial channel that led to auto mode switching episodes. The patient was asymptomatic. Noise was not reproducible with pocket manipulation. No intervention was recommended. The physician will continue to just monitor the patient. No further information is available.